Manufacturer narrative:
A patient underwent a lead revision was reported to abbott. It was determined the l5 leads were electively removed to replace leads at a higher level to treat pain part of a new pain pattern. During the lead revision the s1 leads were accidently displaced and replaced while attempting to explant the adjacent l5 leads. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that intraoperatively during an elective lead revision on(B)(6) 2024 to address new patient pain the patient's s1 drg leads were displaced. Following this the patient's physician opted to explant and replace the patient's s1 drg leads. Therapy was restored post-operatively.

Manufacturer narrative:
Event date is estimated.